Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 2.1 and 3.2 failed. The field service engineer (fse) swapped the t board and drawer board for the station due to a bus-detection issue. The system functioned as intended after the field service engineer (fse) resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, main drawers 2.1 and 3.2 had repeatedly failed across various cubies. The reporter had been able to recover them but noted that they were not always present and the nurses were not proficient with this task. The issue had been monitored over several weeks and had seemed to improve, but eventually the failures began occurring multiple times per day. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.